Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery to hot issue could not be verified.